Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 40 mg/dl due to a possible delivery anomaly with the insulin pump; the customer believed that the device was over-delivering. The customer was driving when her blood glucose began to drop. She pulled over at the firehouse and passed out. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.